Event description:
Upon retrieval of the silverhawk through a 6f sheath, the device became stuck. The surgeon proceeded to remove the entire sheath to retrieve the silverhawk. Upon dissecting the sheath to remove the silverhawk catheter, it was determined that the distal tip of the silverhawk device had snapped off and traveled distally below the knee. At this time, the surgeon used a 10mm snare to retrieve the tip without incident. The at vessel reoccluded, therefore, the surgeon used a 4x100 pta balloon to intervene. No injury to the pt reported.